Event description:
Additional information received reported that the extension appeared crimped so it was disconnected from the lead. It was noted that impedances were then tested with the lead and impedances were ¿out.¿ it was further noted that the lead and extension were replaced and the patient had great stimulation post implant. Additional information received reported the patient had a loss of stimulation. It was noted the lead or extension was broke and had high impedances. It was further noted that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the lead found no significant anomaly. It was noted the #1 conductor broke from overstress 2.5 cm from the proximal end. Analysis of the extension found the conductor on the lead body was broken within 10 cm of connection area. It was noted that all conductors were broken 5.9 and 10.2 cm from the proximal end.

Manufacturer narrative:
Concomitant products: product ID 399930, lot# j0461513v, implanted: (B)(6) 2005, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the impedances on all electrodes on one of the patient¿s leads were greater than 20,000 ohms. It was unknown of the issue was with the lead or the extension. A revision was scheduled for (B)(6). It was noted x-rays and impedance testing was performed. It was reported the patient had multiple falls on a routine basis. The patient experienced a loss of stimulation in his low back. No patient injury was reported. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.